Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 35-year-old female patient who had essure (batch no. 764813-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included systemic lupus erythematosus. Previously administered products included for an unreported indication: mirena. Concurrent conditions included endometriosis and stress urinary incontinence. Concomitant products included hydroxychloroquine phosphate (plaquenil) since 2012. In 2011, the patient had essure inserted. In 2013, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), premature menopause ("other injuries or complications please describe: early menopause") and abdominal distension ("bloating"). In 2017, the patient experienced menopausal symptoms ("hormonal changes describe: I am 30 in premenopause"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping"), migraine ("migraines/headaches") and headache ("migraines/headaches"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, menopausal symptoms, migraine, headache, abdominal pain, premature menopause and abdominal distension outcome was unknown and the dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, headache, menopausal symptoms, menorrhagia, migraine, pelvic pain, premature menopause and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2010: hysterosalpingogram: the dye was not going through satisfactory occlusion of the fallopian tubes. Bicornuate versus arcuate uterus. Most recent follow-up information incorporated above includes: on 30-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 35-year-old female patient who had essure (batch no. 764813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included systemic lupus erythematosus. Previously administered products included for an unreported indication: mirena. Concurrent conditions included endometriosis and stress urinary incontinence. Concomitant products included hydroxychloroquine phosphate (plaquenil) since 2012. In 2011, the patient had essure inserted. In 2013, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and abdominal distension ("bloating"). In 2017, the patient experienced menopause ("hormonal changes describe: I am 30 in premenopause"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("excessive cramping"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines/headaches"), headache ("migraines/headaches") and premature menopause ("other injuries or complications please describe: early menopause"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, menopause, migraine, headache, abdominal pain, premature menopause and abdominal distension outcome was unknown and the dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, headache, menopause, menorrhagia, migraine, pelvic pain, premature menopause and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2010:hysterosalpingogram: the dye was not going through satisfactory occlusion of the fallopian tubes. Bicornuate versus arcuate uterus. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events menorrhagia, vaginal bleeding,dysmenorrhea, dyspareunia, premenopause, migraines/headaches, abdominal pain, early menopause, dysfunctinal uterine bleeding, bloaating was added. Lot number & lab data updateed. Concomitant , historical conditions & drugs are added, product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding") and abdominal pain lower ("excessive cramping"). The patient was treated with surgery (she underwent procedure to remove essure). Essure was removed in 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.